Event description:
It was reported that gradual increase in pacing lead impedance and high thresholds were observed. Lead fracture was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.